Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Related manufacture report number: 1627487-2023-00915 it was reported the patient did not recharge the ipgs as recommended. As such, the ipgs became inoperable. In turn, the patient underwent surgical intervention wherein the devices were explanted and replaced. Effective therapy was established postoperatively.